Event description:
During a coronary artery drug eluting stenting treatment procedure the stent came off the balloon. The target lesion was a mildly tortuous, severely calcified, 90% stenosed portion of the mid to distal right coronary artery (rca). The physician predilated the lesion with a quantum maverick balloon. The physician advanced a taxus express2 3.50x28mm drug eluting stent into the mid to distal rca through a previously placed stent of unknown size or type. The stent was reported to have come "off the balloon but stayed on the wire" and was removed. The physician completed the case with another taxus stent of unknown size, which was deployed successfully. There were no patient complications reported and the patient condition is ok.